Event description:
It was reported to boston scientific corporation that a hydrajagwire was used in a procedure on (B)(6), 2010. According to the complainant, the hydrajagwire coating peeled. The guidewire's coating peeled outside the patient due to the facility applying too much pressure on the locking device. There were no reported issues with the locking device. There were no patient complications and none of the fragments fell into the patient.

Event description:
It was reported to boston scientific corporation that a hydrajagwire was used in a procedure on (B)(6), 2010. According to the complainant, the hydrajagwire coating peeled. The guidewire's coating peeled outside the patient due to the facility applying too much pressure on the locking device. There were no reported issues with the locking device. There were no patient complications and none of the fragments fell into the patient.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
The visual inspection during analysis reveals torn polytetrafluoroethylene (ptfe) jacket measuring from the distal tip of the dream end at approximately 20.5 through 23 cm. Furthermore, the ptfe jacket was torn at approximately 99 cm through 100.2 cm measuring from the jag end of the wire. A review of the device history record (DHR) was performed; no anomalies were noted. The most probable cause of failure based on the reported event and analysis of the wire is attributed to "caused by other device". The ptfe coating shows evidence of the device coming into contact with the locking device thus causing the torn condition of the wire this is based on the additional information received indicating that the "the coating peeled because the facility was putting too much pressure on the locking device." The locking device being too tight will have caused the ptfe jacket damage and tearing noted during analysis of the wire. The customer did not allege having noted this condition prior to use. The directions for use (dfu) states under: "preparation technique: prior to use, carefully examine the unit to verify that the sterile package or product has not been damaged in the shipment". Furthermore, the dfu cautions, "do not wipe guidewire with dry gauze. Directions for use 1. Remove the guidewire from protective hoop. Save the hoop to store the guidewire if it will be used again during the same procedure. 2. Dip either the 5 cm or 10 cm tip (the non-striped dark portion) in sterile water to activate the hydrophilic coating. This will make the coating lubricious for selective cannulation. 3. Prior to use, inspect the guidewire before using for the following: roughness or abrasion at the tip; kinking along the length of the guidewire." The dfu also cautions, "do not use the guidewire if any defect is found during inspection. Please return any defective product to bsc for replacement." (B)(4).